Event description:
On 5/15/96 abdominal hysterectomy. On 5/16/96 vaginal hemorrhage requiring return to or and 4 units of blood. Vaginal cuff suture line completely separated. Stapler used with apparent failure. Suture line open with free staples found.